Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose level unknown at the time of the incident. The location of air bubbles was near the top of reservoir. The approximate size of the air bubble was 2 mm big. Air bubbles were not removed successfully. Troubleshooting was not performed. The reservoir will not be returned for analysis.